Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was that the capacitor shorted which shorted the 12v line and damaged the multiple components. The root cause of the shorted capacitor cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.